Event description:
It was reported that during the procedure, damage was observed on the distal end and light was passing through the entire fiber. A new fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not identify any breakage on the fiber body; therefore, the event cannot be confirmed. It was observed that the outer flow tube was wrinkled and there was noticeable devitrification at the output window. Both are indicative of heavy fiber usage and are caused by heat accumulation at the fiber tip. Based on analysis results, this investigation is assigned a probable cause of the no problem detected.

Event description:
It was reported that during the procedure, damage was observed on the distal end and light was passing through the entire fiber. A new fiber was used to complete the procedure. There were no patient complications.